Event description:
It was reported that during a knee arthroscopy procedure, t2 did not deploy. The surgeon removed t1 by using graspers. A back-up fast fix was used to complete the repair. The procedure was completed. There was a 5 minute operative delay.

Manufacturer narrative:
Three devices were returned for evaluation. Complaint of non-deployment cannot be confirmed as all of the returned devices have no ts or suture attached to the insertion needle. Two of the three devices the actuator is in the post t2 deployment position. The third device the actuator is in the pre t2 deployment position. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).